Event description:
It was reported that the patient underwent a cuff replacement surgery of his artificial urinary sphincter (aus) due to recurring incontinence caused by urethral atrophy. A shorter cuff was implanted. The other components remain implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.